Manufacturer narrative:
(B)(4). Investigation summary: DHR and complaints reviews completed. No product problem identified following testing. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports related to difficult to open ampoules total for lot number: 3 ((B)(4)). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery the ampule got broken when it was opened. The broken pieces were put into the ampule and the surgeon gave up using it. The surgery was successfully completed, and there was no adverse consequence to the patient. No further information has been provided by the hospital.